Event description:
Report received of a cracked hub resulting in the inability to inflate the balloon. The exact location of the crack on the hub was not provided. Another manufacturer's device was used to treat the lesion. There is no report of an adverse patient event. There have been multiple attempts to obtain additional information, including the location of the crack, but the attempts have been unsuccessful. No further information has become available.